Event description:
During the time of admixture, our technician noticed both vials in question had coring of the vial stopper occur when attaching the connection device to the vials.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial mis-assessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. As no root cause within takeda was identified, no corrective and / or preventive actions were applicable. The complaint is not confirmed.